Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that (B)(6) of 2016 the ins went out, one of the contacts was defective so the patient had a new surgery to implant a new device. No further complications were reported.

Manufacturer narrative:
Additional information received. Updated explant date for product ID 39565-65 lot# (B)(4) is as follows: implanted: (B)(6)2015 explanted: (B)(6)2016 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. During the call, caller stated patient had his first ins replaced after one year. Patient reported ins went out in (B)(6)2016, however, it appears the ins was actually replaced in (B)(6)2016 but clarification could not be made due to patient ending call.